Manufacturer narrative:
The device was returned to nihon kohden and evaluated by the repair center. The problem reported by the customer was confirmed. The hard drive was replaced and the device was returned to the customer.

Event description:
The customer reported that the central monitoring system (cns) powered off on its own. When it rebooted, the device started up to an error (corrupted files).